Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that the surgical fiber failed @ 38,392 joules of use during a prostate procedure. The procedure was completed by loop resection (turp). Patient outcome: "no injury to patient".